Event description:
This complaint is from a literature source and the following citation was reviewed:gonzález-ferrero t, bergonti m, marcon l, minguito-carazo c, tilves bellas c, pesquera lorenzo jc, martínez-sande jl, gonzález-melchor l, garcía-seara fj, fernández-lópez ja, gonzález-juanatey jr, heidbuchel h, sarkozy a, rodríguez-mañero m. Characterization of patients with extensive left atrial myopathy referred for atrial fibrillation ablation: incidence, predictors, and outcomes. Clin res cardiol. 2024 jun 26. Doi: 10.1007/s00392-024-02467-6. Epub ahead of print. Pmid: 38922425. Background and purpose: this study aimed to identify clinical and echocardiographic factors associated with extensive left atrial myopathy (elam), to analyze the predictive ability of established scores (af score, apple, and dr-flash) and assess outcomes in terms of af recurrence, left atrial futter, and post-procedural heart failure admissions. Biosense webster devices that were used in this study: sensing irrigated tip ablation catheter (smarttouch®, biosense webster, diamond bar, ca, USA) and automatic ablation annotation module (visi-tag®, biosense webster, diamond bar, ca, USA). Adverse event(s) and provided interventions for sensing irrigated tip ablation catheter (smarttouch®, biosense webster, diamond bar, ca, USA) -there were 8 vascular complications 5 pseudoaneurysm and 3 av fistula), two of them (one pseudoaneurysm and one arteriovenous (av) fstula) in the elam group (2.56%) and 15 patients had groin hematoma, (14 minor bleeding and 1 major), 10 of them in the elam group (65.10%) according to the isth definition. The identity of the sheath was not provided -one complicated with mild pericardial efusion, and one with severe pericardial efusion (without evidence of tamponade). There were 3 cardiac tamponades, all of them in the non-elam cohort; two of them resolved with pericardiocentesis and one after surgical repair of the left atrial appendage.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This complaint is from a literature source and the following citation was reviewed: gonzález-ferrero t, bergonti m, marcon l, minguito-carazo c, tilves bellas c, pesquera lorenzo jc, martínez-sande jl, gonzález-melchor l, garcía-seara fj, fernández-lópez ja, gonzález-juanatey jr, heidbuchel h, sarkozy a, rodríguez-mañero m. Characterization of patients with extensive left atrial myopathy referred for atrial fibrillation ablation: incidence, predictors, and outcomes. Clin res cardiol. 2024 jun 26. Doi: 10.1007/s00392-024-02467-6. Epub ahead of print. Pmid: 38922425. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).